Event description:
It was reported, the patient has clear drainage at the ipg implant site. The physician believes it is due to an irritation at a stitch. The physician does not see any signs of infection. Follow-up indicated the physician removed the stitches. The patient's issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.